Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor was resetting due to a defective j1, causing an intermittent connection with the battery. The root cause for the defective j1 was unable to be positively identified. No adverse event occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was resetting.